Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during a procedure, the stylet and wire were difficult to advance through the lumen of the lv lead. The lv lead was not implanted and it was replaced by a new lv lead. The patient was stable.